Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up interrogation the implantable cardiac monitor exhibited an error message and could not complete. After a software download, the device resumed normal function. The patient did not experience any adverse consequence and was doing well.